Manufacturer narrative:
Adverse event, date if event, diagnosis, implant dates: dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #. Article titled: "competing risks of major bleeding and thrombotic events with prasugrel-based dual antiplatelet therapy after stent implantation - an observational analysis from basket-prove ii". (B)(4).

Event description:
It was reported through a research article that xience prime stents may contribute to death, major bleeding, coronary artery bypass graft (CABG), myocardial infarction, stent thrombosis, intervention and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "competing risks of major bleeding and thrombotic events with prasugrel-based dual antiplatelet therapy after stent implantation - an observational analysis from basket-prove ii".